Event description:
During removal of the guidewire from the package, the distal tip stretched. The product was not utilized for the procedure. There was no package damage and the distal tip was believed not to be outside the plastic sleeve. Removal technique was not known.